Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited noise. The lead was suspected of fracture. The patient was pacer dependent. The lead was capped and replaced. The patient was fine post operation.